Manufacturer narrative:
The device was evaluated at olympus (B)(4) sales & marketing (ocsm). As a result, the following was confirmed. The device has not been repaired in the past year. The malfunction reported by the user was not reproduced. The endoscopic image was flickering due to a failure of the video cable connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for inspection, the monitor screen flashed and the endoscopic image sometimes disappeared. The device was used in combination with olympus 190 series devices. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. More than 3 years have passed since the device was manufactured. The endoscopic image may have flickered due to connection failure of the electrical contacts of the video connector due to wear from repeated use over a long period of time or the user applying excessive force to the video connector. In addition, the endoscopic image may not have been displayed depending on the connection state of the electrical contacts. The instruction manual provides that excessive force should not be applied to the device or connected device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.